Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager was failed. The field service engineer (fse) replaced the latch, harness, and defective control board, and updated the temperature probe to the newer glycol style. All components were installed successfully, and the unit is now functioning properly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager failed storage space icon appeared whenever staff attempted to access any medication in the fridge. However, when they attempted to recover the storage space, no failed storage space was listed in the recovery screen. The icon continued to indicate a failure even though no recoverable storage space was available. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.